Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the distal end of two drill bits broke during an unknown surgical procedure. Another drill bit was available to complete the procedure. There was no surgical delay due to the complained event. This report is 2 of 2 for (B)(4).

Event description:
Additional information from synthes (B)(4) regarding the event hungary reported that only one drill bit broke during the surgical procedure. The second drill bit, which was addressed in this initial medwatch report, was actually the back-up drill bit (same part and lot number and the complained drill bit) used to complete the procedure. This device performed as expected and no complaint was alleged against it. This medwatch report is hereby rescinded.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative/corrected data: this device was reported in error. No complaint was alleged against it. This medwatch report is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.